Event description:
Rptr complains of: chronic infections, intestinal cystitis, blood pressure problems, peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, organizational difficulty, lack of concentration, short-term memory loss,procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical m-s, stroke, reduced blood flow to brain, black out, passed out, unconscious, chest pain and/or burning sensation, inflammation, nerve damage to eyes, rapid deterioration of eyes, dry eyes and unknown vision loss, hormonal imbalance disorder, chronic swelling of extremities, chronic pain in extremities, chronic discoloration of extremities, heat or cold sensitivity in extremities, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, motor dysfunction, bleeding, discharge, infections - gyn, ovarian problems, substantial hair loss not connected with medications, frequent migraines/severe headaches, heart pain and irregular function, hypersensitivity to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, lupus, atypical lupus, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, liver inflammation/hepatitis a,b,c. Asthma, bleeding in both nostrils, shortness of breath, can't breath, never smoked, chronic swollen lymph nodes under arms, chest, nipple, bikini area, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, muscle atrophy, fibromyalgia, myositis or polymyositis, fascitis, partial paralysis, numbness, tingling, 1/2 body paralyzed, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc, dermatomyositis, chronic insomnia, non-restorative sleep, bleeding easily and bruising, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/dropping things, misjudging distance/running into objects, and sicca.